Event description:
Cms (B)(4) windchill ra603905 a customer contacted global technical solution center (gtsc) on 12 october 2023 to report discrepant negative gradings of antibody screening reactions for patient 1 and a direct antiglobulin test reaction for patient 2 obtained with their ortho vision¿ ID-mts analyzer serial (B)(6) equipped with software version 5.12.4. Complainant/complaint reporter name: (B)(6), medical technologist. Events dates: 06 and 10 october 2023. Patient 1: sample ID (B)(6) patient history from 03 october 2023 with pan-agglutination in antibody screening and identification. Patient was recently started on rituximab (immunotherapy drug). Patient 2: sample ID (B)(6) cord blood b rhd positive infant to o rhd positive mom mother has been tested antibody screening negative. Reagents: 0.8% selectogen®, product code 6902315, lot vs542, expiry date 17 october 2023, manufacture date 15 august 2023 mts¿ anti-igg card, product code mts084024, lot 041023001-02, expiry date 20 march 2024, manufacture date 20 june 2023 mts diluent 2, product code mts9230, lot md171, expiry date 23 january 2024, manufacture date 23 january 2023 the customer reported that on 06 october 2023, they had tested sample ID (B)(6) from patient 1 for antibody screening in indirect antiglobulin test (iat) using 0.8% selectogen® lot vs542 and mts¿ anti-igg card lot 041023001-02 in combination with their ortho vision¿ ID-mts analyzer serial (B)(6) and that they obtained negative reactions with cells 1 and 2 of the red cell reagent. On visual inspection, customer reported that cell 2 should have been flagged with ¿?¿ (indeterminate reaction). The customer reported that on the same day, they had re-tested the same sample for antibody screening in iat using manual gel technique and that they had obtained a weak positive reaction with cell 2 and a negative reaction with cell 1 of the red cell reagent. No further detail was provided. The customer reported that on 10 october 2023, they had tested sample ID (B)(6) for direct antiglobulin test (dat) using mts¿ anti-igg card lot 041023001-02 and mts diluent 2 lot md171 in combination with their ortho vision¿ ID-mts analyzer serial (B)(6) and that they had obtained a negative reaction. The customer reported that as the neonatologist questioned the negative dat result due to high bilirubin in baby blood (19), they performed a visual inspection of the card and reported that dat well should have been flagged with ¿?¿ (indeterminate reaction). No further detail was provided. The customer reported that on the same day, they had re-tested the same sample for dat in manual tube technique and that they had obtained a weak positive reaction. No further detail was provided. It is unknown if a biased result was reported to the physician for patient 1. It is understood that a biased result was reported to the physician for patient 2. The customer confirmed that none of the patient was harmed because of these events.

Manufacturer narrative:
Investigation details: it is unknown if the customer had processed quality control samples on the day of the reported events. The mts¿ card storage conditions and appearance prior to use was not provided by the customer. Gtsc used e-connectivity® to confirm the reaction patterns as described by the customer for the testing performed on 06 and 10 october 2023. The images files of the cards for which the discrepant negative gradings were obtained have been extracted by gtsc using econnectivity®. These card image files were reprocessed, and the negative reactions obtained by customer¿s analyzer were confirmed. Those it is concluded that customer¿s ortho vision¿ ID-mts analyzer cassette imaging system (cims) has functioned as per design. The misread events were not confirmed. As part of the investigation, manufacturing batch records of the mts¿ anti-igg card lot 041023001- 02 (dra603902) and 0.8% selectogen® lot vs542 (dra603903) were carried out at ortho¿s manufacturing site and no non-conformances or deviations were identified. The results of all inprocess and quality assurance release for sale tests were found to be within specification. As part of the investigation, samples containing known specificities of antibody (anti-d(rh1), antik(kel1) and anti-fya(fy1)) were tested for antibody identification at ortho¿s manufacturing site using the indirect antiglobulin test. The tests were performed with retained samples of 0.8% selectogen® lot vs542 and mts¿ anti-igg card lot 041023001-02. All the positive and negative results obtained were as expected (dr603904). Retained samples of mts¿ anti-igg card lot 041023001-02 were tested for dat using positive and negative dat samples and mts diluent 2 lot md174. The expected positive and negative reactions were obtained (dra603901). The issue described by the customer could not be reproduced. A review of the worldwide complaint databases through 03 november 2023 was performed 0.8% selectogen® lot vs542, mts¿ anti-igg card lot 041023001-02 and master bulk lot 041023001. No complaint was identified for these lots with call area falseneg/weakreac. No trend is identified (dra603906). No further investigation was carried out on these incidents. The assignable cause of the discrepant negative gradings antibody screening and dat reactions for two different patients could not be determined. The camera misread events reported by the customer could not be confirmed. There is no evidence of any systematic failure of the ortho analyzer or reagents to perform as intended. No other complaint of this type has been received from the customer site since the time of the reported events.